Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white foreign material, but could not be further clarified. Damage was confirmed at the location where the material remained - however, it was impossible to obtain the additional information including the reprocessing steps from the user facility, despite 3 good faith effort attempts. It was therefore not possible to conclusively specify the cause of the foreign material remained in the device from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.